Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator generated alarms indicating inspiratory flow overrange and respiratory rate high. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to the information provided by the technician, during on-site visit issue was not reproduced with new patient circuit. Originally used patient circuit was disposed by the hospital. No malfunction was found. Pre-use check passed successfully multiple times. Device put back into clinical use. Review of the device's logs on-site by technician revealed that there were issues with patient circuit. Clinical alarms like respiratory rate high and inspiratory flow overrange may indicate that there was a leakage in the patient circuit. Alarms will be generated when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. The device's logs were not provided for manufacturer's analysis. The conclusion is that the difficulties may be caused by a leakage in patient circuit, but there was no evidence of technical malfunction of the ventilator itself. The ventilator generated appropriate alarms in response to the issues in the patient circuit.

Event description:
Manufacturer's ref. #: (B)(4).